Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an unknown report source about the basic evaluation trial patient with an external neurostimulator (ens). A man answered the patient's phone and said the patient was in the emergency room (ER) but did not specify why. Later on in the day, patient said they contracted a urinary tract infection (uti). As a result of what was reported, the patient was advised to let their healthcare provider (hcp) know. No device issue and no further patient complications have been reported as a result of this event.